Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with reduced vision and epithelial basement membrane dystrophy changes approximately six weeks following lasik treatment. The patient reported halos, glare, shadows and transient diplopia. Sodium chloride hypertonicity ophthalmic solution was added to the patients treatment plan. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment the root cause could not be identified conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the symptoms resolved postoperatively only to return following the discontinuation of sodium chloride hypertonicity ophthalmic solution. The patient is being treated for the epithelial basement membrane dystrophy which the surgeon feels is unrelated to the laser.